Event description:
It was reported that the device force sensor background test failure. No patient injury reported.

Manufacturer narrative:
The device was returned with both tamper seals broken on plunger assembly. And in good condition with no appearance of any physical damaged. The history report showed force sensor background test. The device was tested using the occlusion test. Testing found force sensor background test error was found during occlusion test. Fluid ingression was found inside of plunger assembly with the root cause attributed to customer damaged. The tech replaced plunger assembly, plunger tube and plunger cable. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.